Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during the pump rewind. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. No further details given.